Manufacturer narrative:
A patient experiencing erosion at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was exposed/coming out of the pocket at the corner. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. It was also reported that the ipg site pocket was moved from the left side to the right side of the patient's low back.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.